Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro device displayed a drain volume reading as 0 ml though the initial drain alarm was set to 700 ml and the hc device drained the patient. The patient was not connected at the time of the call with the technical service representative (tsr). The patient planned to complete therapy using continuous ambulatory peritoneal dialysis, and the tsr discussed its use with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. An event history log review was performed; the reported issue was not verified in the logs. Internal and external visual inspection was performed and no issues were noted. Returned instrument testing evaluation (rite) functional and electrical testing and simulated use testing were performed and found no issues that could have caused or contributed to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.